Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was monitored for several days. Unit was received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump received failed battery test. The customer¿s blood glucose level was unknown at the time of incident. The customer replaced new battery however the insulin pump did not turn on. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis..